Event description:
The customer contact reported that channel 3 of the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering dept with a note that stated, "e301". The customer contact indicated the error code was noted during set up prior to pt use. The device was removed from clinical service. Therapy was initiated using a replacement device. During testing at the user facility, channel 3 of pump displayed e301 (audio alarm failure) with no audible tone. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no further information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)